Event description:
Physician reports rupture. The device was explanted and replaced. This relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, underweight, red particles, missing piece of shell. A microscopic analysis was performed which identified a sharp(edge) opening assessed as unidentified(tea)r opening. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified(tear) opening.

Event description:
Physician reports rupture. The device was explanted and replaced. This relates to the left side.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reports rupture. The device was explanted and replaced. This relates to the left side.